Event description:
In 2008, the sales rep reported that during an inspection of a former sales rep's kit, an inserter was found broken in a kit. There is no further info available as to when the broken inserter occurred. There is no report of pt injury.

Manufacturer narrative:
Eval is pending upon the return of the product.